Manufacturer narrative:
Concomitant medical devices: d224drg ICD, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance per device check. It was noted that thresholds and impedance were normal at the revision. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.